Event description:
As reported to coloplast, though not verified, add'l info rec'd 4/23/2021: on (B)(6) 2018 pelvic pain, uterine prolapse. Examination under anesthesia, total hysterectomy with bilateral salpingo-oophorectomy, extensive lysis of adhesions. Intraoperative findings: palpable supris with good support, extensive bladder adhesions from prior supris/ restorelle/acell surgery, extensive pelvic adhesions, total uterine prolapse with cervix and portion of lower uterine segment extending past introitus. No other adverse patient effects were reported.

Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record #2125050-2020-00267, initially reported on 23-mar-2020 through e-submitter. This MDR is to reflect the additional information received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.